Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a knee arthroscopy the tip of both flipcutters broke during drilling the femoral tunnel. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the different part number. It was not necessary to switch the surgical technique or do a second surgery. ***update swit 19-apr-2024: the broken pieces were retrieved from patient.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-1204as-95 batch number 2136121965 was received for evaluation. The visual inspection revealed that the cutter legs or blades are bent and broken off. Additionally, the outer tube's outside diameter is bent at the proximal end. Since the device is damaged, performing a functional test isn't possible. A use error is the most likely cause for the reported and observed failure. Mechanical damage to the device, such as hitting the device with another device or object, prying/leveraging, or excessive bending forces applied during use.